Event description:
It was reported that the pt expired. No cause of death was reported. It was noted that the pt's death was not related to the device. The device was removed prior to cremation. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.